Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was mold on the cap of a bd vacutainer® sst¿ ii advance plus blood collection tube prior to use.

Event description:
It was reported that there was mold on the cap of a bd vacutainer® sst¿ ii advance plus blood collection tube prior to use.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photograph from the customer for investigation. Evaluation of the photo indicated black dirt-like foreign matter (fm) on the hemoguard cap. In addition, 100 retain samples from bd inventory were visually examined, and no instances of fm were observed. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has been confirmed for indicated failure mode of fm. Bd was not able to identify the root cause. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.